Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient suffers from dementia and the night following the original implant procedure, the patient pulled off her bandages multiple times, flailing her arms which dislodged both of the implanted leads. A revision procedure was performed and efforts to reposition this atrial lead were unsuccessful due to the inability to retract the helix. This lead was removed from service and replaced. No additional adverse patient effects were reported.